Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis twice. The cause, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported.  No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was treated with vancomycin and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.